Event description:
A pump emitted an altitude alarm, which was an issue previously reported with the same device. There was no adverse impact on the customer¿s blood glucose level. Despite not being in warranty, technical support decided to replace the pump, while the customer expressed interest in acquiring an out-of-warranty loaner pump.